Manufacturer narrative:
The product has been requested to be returned but has not been received. (B)(4).

Event description:
The customer reported the alarm does not sound each time the belt is unfastened. The customer has tested the sensor with a known working alarm and had the same issue. The customer did not provide a date when this was discovered. No pt incident or injury was reported.